Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer observed calcium imprecision for patient samples tested on the architect c16000 analyzer. The customer was not centrifuging the samples per manufacturer recommendation. The calcium package insert and architect system operations manual provide adequate labeling for the customer's issue. Complaint database searches were performed against the customer's calcium reagent lot 65426un13 and no other complaint tickets were found. A review of complaint trending over the last 12 months indicated no adverse or non-statistical trends associated with the complaint issue. Based on the data available and the results of this evaluation, no product deficiency or malfunction were identified with calcium reagent lot 65426un13.

Event description:
The customer observed calcium imprecision for patient samples tested on the architect c16000 analyzer. Sample ID (B)(4) generated results of 2.538, 3.223, 4.635, 3.093 and 3.167 mmol/l. The result of 4.635 mmol/l is above the normal range and the result of 2.538 mmol/l is within the normal range of 2.10 - 2.55 mmol/l. No adverse impact to patient management was reported.